Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3587a, lot# n090598, implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3587a, lot# n081381, implanted: (B)(6) 2006, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported that the patient was hospitalized in 2011 because she was bleeding in her stomach. Her surgeon thought that it was because of the stimulator and told the patient not to use it. The patient had been in the hospital for this condition ¿about every year since 2011.¿ no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.